Event description:
It was reported that (1) ems was used during an unknown procedure. It was reported by the affiliate only every 3rd clip would fire out correctly. Another device was used to complete the case. There was no consequence to the pt.